Event description:
Treatment of vessel using a 3x100 device, 5fr pinnacle introducer sheath and 0.014" coated guide wire. The physician prepared the device per the IFU inserted into patient to the lesion. After invagination and capture the physician was unable to get the balloon back into the sheath. He pushed the balloon back into the artery and did a corrective maneuver and tried to withdraw again. He was able to get it back into the sheath with tremendous effort and finally got the unit out of the body. When the balloon exited the valve of the sheath it locked into the wire. No patient issues. No further treatment of patient due to this incident.

Manufacturer narrative:
Upon review of the complaint details, and the results of the failure investigation, the failure is an accordion defect identified along the balloon caused by the physician applying excessive force. The application of excessive force in the distal direction likely caused the crushing/crumpling of the inner tube, and interference between the inner tube and the guide wire described by the physician. Crushing/crumpling of the inner tube may have also contributed to the difficulty to remove the device through the introducer sheath. This crumpled (accordion like appearance) of the balloon potentially causes an increase in the crossing profile of the device, resulting in increased resistance and difficulty in withdrawing the device through the introducer sheath.